Event description:
It was reported that the patient presented with one month of productive cough consistent with pneumonia, but worsening and found to have (B)(6) bacteremia and multiple bilateral pulmonary abscesses. The presence of lead endocarditis was also confirmed. The device and lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: upon analysis, no anomalies were found.